Manufacturer narrative:
(B)(4). Date sent: 9/25/2024. D4 batch #: u93269. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received attached to a harh36 device with the nose cone cracked. The harh36 device was removed for the handpiece, it was connected to a generator, evaluated with a test instrument and was found to be non-functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that after the unknown laparoscopic procedure the instrument was unable to detach the handpiece from the instrument on the back table. Sterile processing tried to do it, but it completely fell apart. No patient harm.